Manufacturer narrative:
The customer replaced the base assembly and cpu cover tray to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was loose on the stand. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) provided the customer with the part number of the base assembly and central processing unit (cpu) cover tray to resolve the reported issue. Device evaluation and repair are pending.